Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipeline devices failed to open. There was no patient injury reported with the event, and no additional event details were available at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that it was only one pipeline of lot a879721 that experienced the issue. The pipeline was placed in a bend, which was noted to be as usual in this location of treatment. About 1/3 of the distal end of the pipeline was deployed when it failed to open. 2 or 3 resheathing attempts were made. The device was replaced as a result of the issue and the procedure completed successfully. The patient was given dual antiplatelet treatment, but the pru level was unknown. The patient was undergoing treatment of a saccular ica aneurysm with dimensions of 5.27mm x 5.14mm, a max diameter of 5.27mm and a neck diameter of 4.55mm. The vessel was tortuos. There were no related patient symptoms. Ancillary devices include a surpass evolve flow diverter.

Manufacturer narrative:
Product analysis: the pipeline flex w/ shield pusher was extending out of the microcatheter hub. The braid was advanced out of the catheter with no resistance encountered. No damages or irregularities were found with the pipeline flex w/ shield pusher. When compared to the drawings, the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The tip coil was found intact and unstretched. The distal braid and ptfe dps sleeve were covered in dried blood. The distal braid did not fully open. The proximal end fully opened and found undamaged. The braid was put into an ultrasonic cleaner to dissolve the dried blood and the distal braid fully opened. The distal braid was found frayed and damaged. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open¿ was confirmed. The distal braid was found damaged and frayed, which could have contributed to the failure/incomplete open. Dried blood prevented the braid from completely opening during in-house testing, however, it is not possible to determine whether the blood was coagulated during the procedure. Other possible causes for failure are patient vessel tortuosity, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. No irregularities were found with the returned microcatheter that would contribute towards the failure/incomplete open. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.